Manufacturer narrative:
The complaint component was returned and analyzed, without reported allegations. The ams700 inflatable penile prosthesis (ipp) cylinders were visually inspected and functionally tested. Both cylinders had wear at folds in cylinder body; no leaks were found in cylinder 1. Cylinder 1 was functionally tested and performed within specification. Cylinder 2 has a leak attributed to wear at a fold in cylinder body; hole was present. Cylinder 2 was not functionally test due to leak was identified. The ams 700 spherical reservoir was visually inspected and functionally tested. The reservoir has wear at a fold in the reservoir shell; no leaks were found. The reservoir kink resistant tubing (krt) was identified to be cut in half. The krt was worn to filament. The ams 700 momentary squeeze (ms) pump was visually inspected. The (krt) was worn to the filament; however, no leaks were present. The contamination was found inside pump. The pump was not functionally tested due to contamination. Product analysis concluded that identified fluid loss in cylinder was the most probable cause of a device malfunction. Product analysis confirmed device malfunction with the returned cylinder. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that patient underwent a surgical procedure to explant his inflatable penile prosthesis (ipp) due to unknown reasons. All components were explanted and replaced.